Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge leaked towards the bottom. Reportedly, the customer filled the cartridge with 500 units. The customer's blood glucose level was in the mid 200's (mg/dl) and it was addressed with a bolus. The customer was able to load a new cartridge.

Manufacturer narrative:
Initial date: (B)(6) 2016.